Event description:
Caller reported cgm error 42. There was no reported impact to the customer¿s blood glucose level. Complete pump reset information was provided by technical support, and the customer planned to follow up once ready to perform the pump reset. Upon follow-up cts provided complete pump rest information. Cgm error code did not reappear after reset. Caller was able to successfully start sensor session.